Event description:
The customer reported that insulin squirted out during the manual prime. The caller stated that the insulin did not drip after the motor stopped, and the numbers did not ramp up when insulin begins to exit. Advised that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk. However, the insulin pump passed the displacement, self, and off no power tests.